Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the hcp believed that the pump was overinfusing. In april, the patient was experiencing some symptoms; the patient had a funny taste in her mouth and was found slumped over a toilet. That that time, a dye study was done and was normal. When they accessed the pump, they were expecting 7.8ml and only got a trace amount out. The patient was experiencing symptoms again over the weekend and went to the emergency room (ER). The patient did have a urinary tract infection and some other issues, but they were concerned about the pump; when the pump was accessed they were expecting 19.8ml and got back only a trace amount. They'd had concerns going back as far as february when the patient's spasticity was "up high" and she had a funny taste in her mouth. Technical services reviewed considerations regarding the potential for the pump to over-infuse. The hcp was not aware of any exposure to extreme temperatures or hyperbarics. Most recent refills were uneventful. The issue was not resolved through troubleshooting.

Event description:
Additional information received from the healthcare provider (hcp) and patient via a manufacturer representative (rep) indicated that a failed pain pump occurred; the pump was malfunctioning. An overusage of medication was reported. The doctor reported that there was an anticipated17ml of medication in the patient' s pump during her refill, and it was empty. The patient was also having dosing issues showing a lack of consistency with the pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was done at the patient's last refill, showing no issues with the catheter. The pump was replaced. The issue was resolved. The pump was used to deliver unknown baclofen 250mcg/ml at a dose of 60mcg and hydromorphone at a concentration of 2300mcg at 60mcg/day.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.